Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) event on (B)(6) 2026. The mother of patient mentioned that her daughters pump went out of warranty and they couldn't do any software updates and that the infusion sets were not compatible with the pump. No further information available.